Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was in "continuous standby." It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 01sep2025 it was clarified that the device was getting a low air leakage - risk of repeated inhalation of co2 error message. It was also confirmed that no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. A multi-vendor will handle the service call/incident. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.